Event description:
Patient was tested at drs office using onestep+ hcg test and negative results were obtained. The patient conducted testing on her own with a competitor's test (quickvue) because she had missed her period, she observed positive results. The patient returned to dr's office 12 days later, testing was repeated with the onestep+ using two devices and again negative results were observed. A nurse in dr's office obtained a competitor's device (quickvue) from a neighboring ob/gyn's office, and testing of the sample with this device gave positive results. The patient had been on acutane for 12 days and was then referred to the ob/gyn for a recommended termination of the pregnancy. Drug information for acutane indicates that "acutance can cause severe birth defects in babies of women who take it while pregnant, even if they take acutance for only a short time."

Manufacturer narrative:
Complaint was sent to quality control laboratory for investigation. Six retention devices were tested with the following: 3 devices with 20 miu/ml hcg standard and 3 devices with positive control (50 miu/ml hcg). Ten returned devices were tested with the following: 5 devices with 20 miu/ml hcg standard and 5 devices with positive control (50 miu/ml hcg). Retention and returned materials continue to meet expected product performance criteria. The complaint was not confirmed. The devices tested yielded clear and accurate results at the 4-minute read time. The control and test lines were clearly visible on all devices tested. No corrective action required.